Event description:
Nurse was going to insert pic line, baby was very edematous, with soft tissue "paalinc". Transluminator was used to locate vein. About 6-8 hrs later, blisters developed where tip of light had been placed on skin. It was diagnosed as 2nd degree burns.